Event description:
Boston scientific provided the following information: it was reported that this right ventricular (rv) lead exhibited pace impedance measurements of less than 200 ohms along with noise and oversensing. Ultimately, this rv lead was surgically abandoned (capped). A new device system was implanted and remains in service. No additional adverse patient effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.